Event description:
It was reported that this implantable pacemaker entered in safety mode. During analysis of the device, it was also noted that noise, oversensing and pacing inhibition of two seconds was observed on the right ventricular channel. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported.